Manufacturer narrative:
Model a2000 syringe - lot# 51207512; model bt2000 manifold - lot# 31016h; model at-p65 hand controller - lot# 30716j. The acist angiographic contrast injection system, model cvi, serial number (B)(4) was returned to acist on 3/7/1207 for testing. Based on analysis of the injector system and diagnostic logs, there is no evidence of device malfunction related to this event. The consumable kits used during the event were discarded by the hospital. No cine-angiograms were provided to acist for evaluation. The acist contrast injection system is equipped with an air column detect sensor. The air column detect sensor senses air in the proximal end of the high-pressure (injection) tubing. If air is detected in the tubing, all fluid delivery functions are disabled. Per the acist cvi users manual, the air column detect sensor is designed to aid the user in the detection of air columns in the injection line, but it is not designed to replace the vigilance and care required of the operator in visually inspecting for air and clearing air from the entire patient kit and angiographic catheter. The air column detect mechanism is to be used in conjunction with and to complement the user's other procedures for preventing air injections. Acist's risk management has appropriate risk mitigations in place for potential air embolism due to user error, including labeling describing air bubble precautions and the user manual which guides the user through set-up and purge of the injector system. Based on service testing performed on this system and consumable DHR analysis, there is no evidence of device malfunction related to the reported event. The cause of the event is inconclusive. This report is considered closed.

Event description:
During a case with the cvi injector, the customer encountered continuous air column detect error messages and noticed an air bubble that was below the air column detect sensor that could not be cleared. The customer purged the line manually and finally got the air bubble to clear. The patient had a 99% blockage lesion. One small balloon was inserted to open up the tract and then a longer balloon was inserted to open up the space. Because a balloon was inserted inside the patient for so long, the patient went into cardiac arrest and ended up being shocked and having CPR performed. The patient was ok and went home the same day. An air bubble did not get injected into the patient; however, it was believed that the cardiac arrest was caused from the balloon being placed in the patient too long due to the distraction of trying to clear the air column detect errors.